Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5035512.

Event description:
It was reported that the patient appeared to have a fractured lead. It was also noted that one of the patients leads had high impedances and the patient was not getting an adequate stimulation coverage. The patient will undergo a lead revision procedure.